Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: the pump was unresponsive. There was no audio, vibration and a blank display. The battery compartment was cracked with the threads damaged. The battery cap was not able to properly secure to the pump and had damaged threads, so a test cap was used. The test cap was able to fully tighten to the pump; however, the pump was still unresponsive. The pump case was removed and there was evidence of moisture contamination observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.